Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) in (B)(4) for investigation. Our investigation is therefore based on the initial information and photo provided by the customer and our knowledge of the product. Results: the provided photo shows the expiratory limb not being fully connected to the y-piece. Conclusion: based on the provided photo the leak the customer experienced was due to the expiratory limb not being fully connected to the y-piece. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms.".

Event description:
A distributor in (B)(4) reported via a fisher & paykel healthcare (f&p) representative that an rt380 evaqua2 adult breathing circuit was leaking. There was no patient involvement.